Event description:
It was reported that the device was unable to be interrogated using rf telemetry. Technical support was contacted and the device was reprogrammed to resolve the event. The patient was stable and will continue to be monitored.